Event description:
It was reported that the color of shield became pale with a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder. The following information was provided by the initial reporter, translated from japanese to english: the color of the shield became pale after changing the lot.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for color variation of the shields with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to color variation was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for color variation of the shields with the incident lot was observed. Evaluation of the customer samples was conducted and color variation of the shields was also observed. Additionally, evaluation of the retain samples was conducted and color variation of the shields was not observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the color of shield became pale with a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder. The following information was provided by the initial reporter: the color of the shield became pale after changing the lot.